Event description:
Medical records indicate a successful transaortic tavr procedure. The final result was 1+ paravalvular leak, mean gradient of 3.4mmhg with cardiac index of 2.7, which gave a valve area of 1.47cm2. During the tavr procedure, the patient received bilateral chest tubes for a pre-existing bilateral pleural effusion. He was transferred to the ccu in stable condition. While in the ccu, a code blue was called. He was successfully resuscitated and intubated, and was taken back to the or for mediastinal exploration due to large output from the chest tubes concerning for internal bleeding from surgical sites; however, no definitive signs of bleeding were found. The patient's condition gradually worsened with development of cardiogenic and hemorrhagic shock with multi-organ failure including coagulopathy, disseminated intravascular coagulation (dic), arterial thrombi, altered mental status and renal failure requiring crrt. Hematology was consulted for coagulopathy which was attributed to liver disease initially but the hospital course was then further complicated by development of dic and arterial thrombi. Renal was also consulted for acute kidney injury which was thought to be most likely secondary to contrast -induced nephropathy and ischemic acute tubular necrosis from hypotension and bleeding for which he required cvvhd. The patient then became febrile and was started on broad-spectrum antibiotics although no infectious etiology was identified. Given the patients worsening condition, the patient¿s family ultimately decided to withdraw care. He passed away 11 days post tavr after terminal extubation and transition to comfort care. Cause of death was listed as cardiogenic/hemorrhagic shock, renal failure, respiratory failure, coagulopathy, and dic.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Medical record review demonstrates that this patient death was unrelated to the implanted sapien valve; no valve dysfunction was noted in the record and the procedure was considered successful. As such, this event of death is not longer considered reportable and a corrected supplemental is being submitted.

Event description:
It was reported through the implant patient registry (ipr) that approximately 11 days post tavr, the patient passed away, no additional information was provided.